Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-11344. The pt has two leads from the same lot. It was reported the pt has been experiencing discomfort at the ipg site due to it's location. It was also reported the pt has been experiencing overstimulation in the abdominal area. The pt will either undergo surgical intervention or joint injections to address the issues.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.